Event description:
The customer reports no delay on the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Corrected fields: b5, d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an emergency lamp error as the emergency lamp indicator is blinking due to the emergency lamp defect. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an error so the customer stopped using the device. The customer used another light source clv-190 for backup. The issue was found during preparation for use for a diagnostic colonoscopy procedure. There were no reports of patient harm.